Event description:
It was reported to boston scientific corporation on july 16, 2008 that a stonetome stone removal device was used in 2008 during an endoscopic sphincterotomy (est) procedure. According to the complainant, "after cannulation the device was inserted into the targeted lesion, and it was unable to electrify." Reportedly, the procedure was completed with a different device. No patient complications were reported as a result of this event, and the patient's condition was reported as "good" following the procedure.

Manufacturer narrative:
An evaluation of the returned device could not confirm the reported event. A functional evaluation of the returned device included a continuity test of the exposed cutting wire; the continuity test met specification. The cause of the reported event cannot be determined. A review of the device history record for the pertinent lot revealed no anomalies. The july 2008 15-month stonetome sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.